Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded intermittent out of range right ventricular (rv) pacing impedance measurements of greater than 2500 ohms, exhibited by this non boston scientific defibrillation lead. Additionally, there were episodes of oversensing the atrial pace on the rv channel, and one episode of inappropriate shock delivery. A lead revision procedure was performed, during which the physician pulled on the lead and it did not come out of the device header. The physician then loosened the set screws, pulled the lead out, reinserted the lead and tightened down the set screws and the oversensing of the atrial pace went away. The physician elected to replace the non boston scientific lead. It was noted that there were stored episodes of this on a disk, which was later returned. The save to disk was reviewed and inappropriate anti tachycardia pacing (atp) therapy was observed. Subsequent information received that this implantable cardioverter defibrillator (ICD) was later explanted and replaced due to normal battery depletion (nbd) and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. If additional information becomes available the event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.